Manufacturer narrative:
E. Initial ReporterEvent Site Postal Code: (b)(6).

Event description:
It was reported that during clinical use, the CARDIOSAVE Intra-Aortic Balloon Pump (IABP) had a message indicating that maintenance needs to be considered has been generated. There was no patient harm or injury reported. A GETINGE Field Service Engineer (FSE) was dispatched to evaluate the IABP unit and was able to confirm from the Message log Fault # 78 (Exec UI Bridge Sender failed WDT), Fault # 79 (Video HeartBeat Lost) and #80 Video communication error. Running test OK (issue did not recur) and no abnormalities found in IABP. Work performed according to the service manual and Results were good.